Manufacturer narrative:
(B)(4). Upon follow-up with the customer, it was reported that the user of the device did not clamp the set when it was not in use. Proper procedures were reviewed with the customer. Evaluation summary: the actual device was not received; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and the device was found to prime and flow normally with no issues noted. Upon conclusion of the investigation, the cause of the reported issue was determined to be a use error. The labeling for the device instructs the user to close the clamp below the filter when the set is not in use. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "blood...sucked back up into the tubing from the baby in the case where the tubing was hung up. It also drew lipid up the line towards the filter¿ on a clearlink system solution set. It was reported that the issue was resolved when the set was re-primed. This was noted during infusion of total parenteral nutrition. There was no patient injury or medical intervention associated with this event. No additional information is available.